Manufacturer narrative:
Product event summary : the device was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis revealed a full electrical reset, due to a critical ram parity error, occurred on 2014-(B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a power on reset (por). It was noted the patient was undergoing radiation therapy on the right lung. The device was interrogated to clear the reset and remains in use. No patient complications have been reported as a result of this event.